Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to low blood glucose levels. The customer's blood glucose at the time of hospitalization was 27 mg/dl. The customer stated that the sensor was not tracking and therefore was not able to see that her blood glucose levels were going low. The customer also received a weak battery alarm even though the battery was new. Customer declined troubleshooting for her low blood glucose levels. Customer noticed that the battery power was low and could be the reason the sensor was not transmitting properly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.